Event description:
An I-125 prostate seed implant was performed on this pt. After the #16 needle was loaded, the physicist noted a very high reading of 50k cpm - all contaminated material was saved and kept separate. The implant was completed and other physicist called to or. Materials were surveyed and packaged for return to radiologic oncology.